Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance the smart coil out of its introducer sheath into the non-penumbra microcatheter. The physician then removed the smart coil and it was not used in the procedure. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The mid-joint of the pusher assembly was stuck at the introducer sheath friction lock. The embolization coil was intact with the distal tip of the pusher assembly and was undamaged. During functional analysis, the smart coil was able to advance through its introducer sheath and the demonstration delivery microcatheter without an issue. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted into introducer sheath friction lock. The outer diameter of the mid-joint and inner diameter of the introducer sheath friction lock had the same in size. If the mid-joint is retracted into the friction lock, resistance will likely be experienced while advancing the device out of the sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.